Event description:
The pump was flipping in the pocket. There were "patency issues of the catheter, normal wear over time." There were no patient signs or symptoms. The pump contained sufentanil. On (B)(6) 2011, the pump was surgically repositioned and there was a catheter connector intervention. As of (B)(6) 2011, the patient outcome was described as resolved without sequelae.

Manufacturer narrative:
(B)(4) .